Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a no external power event on (B)(6) 2020, as well as, on (B)(6) 2020 while connected to the mobile power unit (mpu). The power cord did not come loose at the wall/outlet or the back of the mpu and there was no power loss to the patient's house that could have contributed. The patient received a new mpu. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: multiple areas where the mobile power unit (mpu) patient cable was kinked/twisted. The reported event of a connect power alarm was confirmed. Visual inspection of the returned mobile power unit (B)(6) revealed multiple kinked/twisted areas (deformed areas) in the patient cable. The reported alarm connect power was reproduced during analysis. It should be noted that the pump support was not affected during analysis. Further evaluation of the patient cable revealed severed wires. Although the root cause of the cable¿s damage could not be conclusively determined, it appeared consistent with fatigue due to repetitive bending or twisting of the cable during use. The repaired (B)(6) was allowed to run for several days without any issues. The unit¿s three aa batteries were replaced with new ones. Full functional checkout was performed per the heartmate mobile power unit (mpu) service process and the unit passed all tests. The repaired (B)(6) was returned to the customer site. Section 2 entitled "how your heart pump works" of the heartmate ii lvas patient handbook with mpu states: "do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible". Section 3 entitled "powering the system" states: "inspect the mobile power unit patient and power cables for damage. Do not use the mobile power unit if either cable shows signs of damage". The ¿low battery power¿ alarm condition is addressed in section 5 entitled "alarms and troubleshooting" of the heartmate ii lvas patient handbook with mpu. Heartmate iii patient handbook and heartmate iii instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook with mpu and heartmate ii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.. No further information was provided. The manufacturer is closing the file on this event.